Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number is unk, a review of the shop floor paperwork could not be performed. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during an iliac stenting treatment procedure, the express biliary ld stent delivery system became caught on the guidewire (due to dryness of the wire) and stretched during withdrawal. The type of guidewire used is unk. The case was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.